Manufacturer narrative:
The complaint of lack of stimulation against the returned lead was not confirmed. As received, visual inspection of the returned lead found the some of the stimulation end electrodes damaged and the wires broken. The cause of the damage is consistent with explant damage. Manufacturing investigation: material was not returned; the allegation was not unable to be confirmed or not confirmed. As shipped, the material had been manufactured, tested, packaged, and sterilized according to the current manufacturing specifications and passed all manufacturing test, visual inspection, and sterilization requirements.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient had high impedances on the lead and stopped charging the ipg. Patient lost effective stimulation as a result. To address the issue, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. Therapy was restored post-op.